Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in germany, during a tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, after exiting the esheath distal tip with the valve, the valve was stuck at the iliac bifurcation. It could not move forward or pull backward into the esheath. The esheath was "dislocated", and it came out 10cm but was still in the vessel. Patient demographics were unable to be obtained. As per medical opinion, the root cause of the valve being stuck in the iliac artery was due to tortuosity and calcification of the patient's vessel. Per the preliminary evaluation of the returned devices, the esheath distal tip was split, and the liner and hdpe were bunched.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03735 and 2015691-2024-03876. The 14fr esheath was returned for examination. Visual examination found that the liner was fully expanded as designed, the distal tip with tip, and scratches were observed on the sheath shaft near the tip. Engineering was unable to perform any functional or dimensional testing. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: esheath, procedural training manual, and the commander delivery system. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of sheath distal tip split was confirmed per evaluation of the returned device. No manufacturing nonconformance was identified during evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, "after exit the esheath distal tip with the valve, it got stuck at the [aortic] bifurcation and could not move forward or pull backwards into the esheath. The esheath was dislocated, it came out 10cm but was still in the vessel when retrieving the valve inside the esheath, valve could not be retracted, and it was needed to perform a cutdown to remove the devices. As per medical opinion, the root cause of the valve got stuck in the iliac artery was the tortuosity and calcification of the patient vessel." Per additional information received, the patient had moderate vessel tortuosity and moderate to severe vessel calcification. Per returned device evaluation, the sheath distal tip was split, and scratches were noted on the sheath shaft near the tip. Sharp calcified nodules can lead to scratches or tears on the sheath through direct contact during sheath or delivery system advancement or removal. Calcification and tortuosity can subject the sheath to suboptimal angles that can lead to non-coaxial alignment between the delivery system/ valve and sheath, which can cause the delivery system or valve to catch onto the sheath tip and split it during advancement or withdrawal. In this case, additional device manipulation may have been applied to overcome the withdrawal difficulty, which can contribute to the tip split. In addition, a balloon tear was noted on the delivery system, and the valve was damaged on the outflow side. A torn balloon can alter the balloon profile, which can be more likely to catch on the sheath tip. It is also possible that the damaged valve frame may have caught onto the sheath tip during the retrieval attempt. In this case, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (altered balloon profile, withdrawal of crimped thv, device manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.